Event description:
It was stated that the drug (anticancer agent) was filled in the product and the medication liquid leaked when the product was started to be used, so the use was discontinued. It could not be confirmed which part the leak came from when it was pulled up. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was unintentional pinching of the bag in the cassette housing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.